Event description:
It is reported that the pt was revised because they did not heal as quickly as planned. The surgeon implanted a nail to allow for greater stability.

Manufacturer narrative:
Eval summary: the product stated in the complaint was not returned for review. Based on the info provided, the definitive root cause of this issue cannot be established. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.